Event description:
Philips received a complaint by the customer on the v60 indicating a device malfunction as the device alarmed and gave multiple error messages when it powered on. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user impact or harm was reported. The customer called technical support to report that the device alarmed and displayed multiple error messages when it powered on. Per the good faith effort (gfe) response received, the customer did not record the alarm error message, but the device was in fact alarming. Therefore, the customer requested onsite service to perform a full quality check on the device to ensure that there are no errors as it is a high-risk device and that no errors pop up again. Given that the customer is not trained on the device, the customer only performed a generic quality check. The remote service engineer (rse) created an onsite work order (wo) to have a field service engineer (fse) dispatched onsite to evaluate and repair the device, and a service quote was sent to the customer for approval. The investigation is ongoing.